Manufacturer narrative:
(B) (4).the device is available for evaluation and a follow-up medwatch report will be submitted upon completion of the investigation.

Event description:
The facility representative reported a infusor pump with a condition of overinfusion of 20 cubic centimeters (cc) of propofol in about one minute. This condition occurred during patient use. The area where this event occurred is a surgical area. There were no audible or visual alarms or failures that occurred during the infusion. There was medical intervention necessary according to the hospital representative; a nasal air way was placed in the patient for 2-3 minutes to increase the patient's oxygen saturation. It was indicated that after the event, the patient was fine and went home. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the pump was received for evaluation. During the evaluation, the customer's batteries and label: l02 (propofol) was used. The pump powered on normally. The accuracy test was performed using customer label: l02 (propofol) and the pump was found to be within specification. The pump was run for accuracy using a dial indicator gauge and delivery accuracy for a bolus was 0.493 inches and for rate accuracy was 1.062 inches. The reported problem was neither confirmed nor duplicated during the evaluation as the accuracy test was performed and values are within specification. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the device did not touch any metal or other material except patient's tissue. Scrub nure found the active blade was broke after she gently cleaned the blade with gauze . Another device was used to complete the procedure. There were no adverse consequences to the patient.